Event description:
It was reported that the device, a transfer/freezing set, was used in another manufacturer?s cord blood processing instrument and the separation process was completed without error messages being displayed. When the device was removed, there was no cord blood product in the large compartments of the freezing bag, as would have been expected. The freezing bag seemed to be slightly filled with air, but not cord blood product. The blood that remained in the transfer set was examined for clots. None were noted. Some blood was observed to have leaked into the equipment. The volume of cord blood product lost in this event was judged not to be significant,the cord blood unit was drained into another collection bag, and the unit was processed without further incident. A new device was attached to the instrument was opened and a unit of blood not intended for clinical use was processed on the same instrument to rule out potential instrument failure. This test blood unit was processed uneventfully.

Manufacturer narrative:
The returned device was received connected to a disposable blood processing set of another manufacturer. The device was first detached from the other disposable device by severing the tubing between the two.using a filled syringe, an attempt was made to pass water though the tubing into the device. The line leading to the device was completely open, and the liquid easily filled the device. A physical inspection, to determine whether there might be any anomalies in the tubing which might have led to unexpected resistance was conducted resulting in nothing abnormal to report.therefore, the device, its connecting tubing, and the connection to the other manufacturer's disposable did not appear to be the source of the inability to obtain flow.the other manufacturer's disposable was packed together with the firm's device and was forwarded to the other disposable's manufacturer for evaluation.summary: the user's observation could not be repeated on the firm's device when separated from the device of another manufacturer.unless substantially significant information becomes available, this constitutes a final report.